Event description:
This was a lead removal case performed in the or to extract a non-functional ICD lead. The pocket was opened and the lead was prepped with a lld#2. A 16 fr sls ii laser catheter was calibrated and advanced into the body. The laser was carefully advanced into the subclavian and toward the proximal coil. When trying to advance onto the proximal end of the proximal coil, the laser catheter was getting stuck. The physician slowly advanced the laser catheter with intermittent lasering to the end of the proximal coil, with frequent stopping to reestablish the traction platform, and keep the laser catheter from migrating to connect with the lateral svc wall. When the laser catheter was just about to pass the distal portion of the proximal coil, the patient experienced a dramatic and quick decline in blood pressure (from 120mmg to 60). During this time, chest compressions were started, fluids were given, and the CT surgeon was called into the room. The surgical team responded within 3 minutes, and the patient was put on emergent bypass within 20 minutes. The surgeon then opened the chest, and found a 2 inch linear laceration of the proximal svc. The patient had been given blood, and now the surgeon began to try to repair the laceration. The CT surgeon was unable to successfully suture the svc injury due to the vessel not being viable enough to hold the suture. The patient had lost significant blood, and was not able to be rescued.